Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument cables broke. The procedure was completed with no reported injury.

Manufacturer narrative:
The large suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was broken at the clamping pulley. This caused a loose grip cable the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.